Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended following a non-device related surgery. The patient underwent an ipg replacement procedure. No other information could be obtained.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended following a non-device related surgery. The patient underwent an ipg replacement procedure. No other information could be obtained. Additional information was received that the patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.